Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported during a hip arthroplasty the surgeon mis-trialed the implants. While attempting to remove the trial the screw was stripped. No additional patient consequences were reported.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the proximal locking screw identified the head was stripped likely due to the screwdriver not aligned properly. The screw was not able to be removed from the stem assembly and as such further analysis cannot be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.